Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 27-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal morphine (1 mg/ml at 0.58 mg/day) vi an implanted pump for spinal pain. It was reported that the hcp couldn't aspirate the catheter during pump replacement procedure. It was reported that there was not a suspected problem with the catheter so the hcp advised them to do a back table prime of the pump. The caller stated they thought the nurse had transferred the drug from the old pump to the new so the back table prime was programmed and the pump was updated. After the nineteen minutes they connected the catheter to the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024,e1 (rep, hcp): additional information received from the company representative (rep) and confirmed with the healthcare provider (hcp) reported that the patient was receiving therapeutic benefit at a low dose. Pocket exploration did not show any obvious issues with the catheter. Nothing else was being done and patient was doing well.